Manufacturer narrative:
D4 - primary unique device identification (UDI) number: (B)(4). E1 - telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from germany, edwards lifesciences received notification of an evoque procedure involving a 48 mm evoque valve. The patient's medical history included atrial fibrillation and the baseline rhythm was reported as sinus rhythm without p wave ventricular tachycardia in between. Following valve release, the patient's heart rate decreased until asystole, requiring cardiopulmonary resuscitation (CPR), administration of adrenaline, and initiation of temporary left ventricular pacing. After stabilization, a temporary pacing lead was advanced into the right ventricle.